Event description:
The customer reported that during a total parenteral nutrition (tpn) infusion through a peripherally inserted central catheter (PICC), they identified that the PICC line had separated from the broken smartsite connector. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional pt or event information provided.

Manufacturer narrative:
(B)(4). The model #/catalog # identified in section d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. A follow up report will be submitted with failure investigation results once the evaluation of the device has been completed.